Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an intervention procedure. After firing the clip, there was some resistance when attempting to remove the device. After removing the device, the clip was hanging from the device. Manual compression and a femstop were applied. The patient developed an aneurysm later and underwent groin revision surgery on the 17th of may. Reportedly the patient is doing fine. No additional information available.